Manufacturer narrative:
Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-00441. It was reported that the patient was experiencing lower extremity weakness after a trial procedure. As a result, the patient underwent surgical intervention during which the leads were explanted on an unknown date.